Manufacturer narrative:
(B)(4). Customer reported complaint of cable broke is replicated/confirmed . Instrument pitch cables is broken - distal. The pitch up cable is broken at the distal clevis hub. Broken cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. Additional observation not reported by site is that the instrument main tube is scratch marks /abrasions. Distal end of main tube has various scratch marks with light material removal. Scratches are .046 - .304 in length and not aligned with the tube axis. 005 uses left. No other damage found.

Event description:
(B)(4). Per cust: cable broke during the case, nothing fell in patient or harm.